Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when product evaluation has been completed.

Event description:
The product was returned for analysis stating the unit was explanted in 2006 due to patient signs of infection. Additional information has been requested from the physician. The unit was retrieved on the event date after eight months implant duration and was returned to the manufacturer for analysis. A follow-up report will be sent when additional information becomes availalbe.